Event description:
Target was notified that during a balloon occlusion procedure the catheter and balloon were placed in the carotid artery to occlude the neck of a giant aneurysm; after inflating the balloon the 2fr catheter was pulled back but the catheter detached. The entire system was removed. This occurrence brought no harm to the pt.